Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The results of inspection and evaluation provided the following: - a solid and dark material, which seem to look like debris from the patient body that could not be removed was clogging the nozzle, this was found during the incoming inspection but without detrimental deformation of the hose of the nozzle. - connecting tube is pierced and leaky near the protector - a-rubber [bending section cover] glue is worn-out and deteriorated - ccd-cover [charged coupled device] lens is chipped (slightly) - universal cord unit has wrinkles (slightly) - switch 1 button rubber is wear and tear - angulations are out of specification - due to ccd sensor aging effects and the various major repairs that have been undertaken thus far, we recommend the replacement of the ccd-unit - neither air nor water at the output of this endoscope was observed due to a clogged nozzle based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as a solid, dark material that may have originated from the patient, but could not be confirmed further. It was not confirmed that the air/'water nozzle was deformed. It was further reported that the user facility conducted reprocessing steps recommended by the manufacturer . Therefore, no further cause could be presumed for the suggested phenomenon. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had an aspiration problem. Inspection and testing of the returned device found the nozzle was clogged. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned for evaluation and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.